Event description:
The patient reported their blood glucose level reached 20 mmol/l (360 mg/dl), while wearing the pod between 5 and 24 hours on the abdomen. The device was originally reported for causing unexplained hyperglycemia. It should be noted during this report the patient stated they were using humalog u200 insulin and the agent advised the patient that the omnipod 5 system is only compatible with humalog u100 insulin. As treatment, the patient applied a new pod. Investigation of the device found a tear in the exposed portion of the soft cannula.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. The tear was measured to start 0.690 inches from the nail head and end 0.747 inches from the nail head. It could not be determined how or when this damage occurred. No other damages were found during inspection of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.